Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be damaged-broken control knob. Device underwent functional testing by connecting 50 psi and powering it on. It resulted in a failed non-return valve function, confirming the reported customer complaint. The relief valve was replaced, resulting in a functioning device. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical pneupac ventipac medical ventilator "fails air entrainment non-return valve function". No adverse effects were reported.